Event description:
The device was being used to deliver external pacing therapy to a pt. Reportedly, the pacer stopped pacing several times and displayed 0milliamps (ma) on the status display. The pt was not resuscitated.